Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced blurred vision. It was also indicated that the capsular bag was compromised. The lens was exchanged for a different lens 1 week after initial implantation. Additional information was requested.